Event description:
2001 spontaneous deflation left breast implant. Prior rt implant deflation in 1999 with replacement. Elective bilateral replacement, mass. Lt. Breast mass removal positive mammogram and history at same time.